Event description:
The lay reporter/son contacted lifescan (lfs) in 2006 alleging that his mother's one touch ultra smart meter had been displaying low readings. A medical affairs specialist (mas) mailed a letter to the patient, since the user could not be reached for further clinical information. In 2006, the patient felt dizzy and shaky, she tested her blood glucose and obtained a blood glucose of 127 mg/dl. She went to the emergency room around 5:00 am and her blood glucose was hi (over 600 mg/dl) on the hospital's one touch ii meter. The patient was treated with insulin. There was a 10-30 minute time difference between the two readings. At an unspecified time, the patient tested on her meter and obtained a 140 mg/dl on her meter and the physician's meter read 270 mg/dl. No further clinical information was provided about the incident. The test strips were in good condition and expired. The technique of appling blood on the test strip was correct. A quality control test was not done, since the reporter was unable/unwilling to verify when the control solution was opened. It would have been helpful to obtaining information leading to the patient visiting the ER, diabetes regimen prior to the event, how long the patient was in the hospital, the timings for the two results and whether her diabetes regimen was changed because of the incident. The complaint is being reported because the patient was treated for hyperglycemia after his meter gave her a lower reading than the meter in the ER. The patient's symptoms did not reflect the reading she obtained on her lfs meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. It the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.